Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 470 mg/dl. The customer was assisted with troubleshooting. Customer was currently reported symptoms related to their high blood glucose was thirsty. Customer stated that they did not used auto mode feature at time of high blood glucose event. Customer states the cannula was bent. The insulin pump will not be returned for analysis.